Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a very dark image. The issue was found during reprocessing for a diagnostic procedure. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: leak water test failed and a pin hole. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: dark image was due to a damaged ccd (charged coupled device) and leak water test failed due to a pin hole. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a very dark image. The issue was found during reprocessing for a diagnostic procedure. There was no patient involvement.